Event description:
It was reported that the pump exhibited visible moisture ingress and emitted a low battery alarm, at which time the pump casing was found to be hot to the touch.

Manufacturer narrative:
There is no reported patient impact associated with this event. The patient stated that upon examination visible moisture ingress was observed in the battery compartment. The pump was returned to animas for evaluation. The pump was found to exhibit a visible battery compartment crack and corrosion in the battery compartment. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation found that pump functions were operating within requires specifications, and the complaint that the pump exhibited heat could not be verified or duplicated.